Event description:
"S/p b submusc infra 235cc surgitek gels for augmentation. Pt c/o decreased size slowly x yrs and decreased firmness, no h/o trauma. Notes some burning pain, l greater than r x 2 yrs. In addition, c/o systemic probs, including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, swollen glands, fevers, hot flashes, headaches, tmjd, visual disturb, dizzy spells, memory probs, dry mucus membranes, hair loss, rashes, sen sun/cold (+ raynaud's)/chem, sob/cp, costochondritis, cholesterol, wgt gain, gi/gu/menstrual disturb, and easy bruising."